Manufacturer narrative:
Concomitant medical products: product ID 3550-09, lot# lc4457, implanted: (B)(6) 2004, product type accessory. Product ID 7435. Serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension. Product ID 3587a, lot# lc4495, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
The healthcare professional reported that the patient had been taking increased pain medication and it was not controlling his lower back pain. The patient indicated the device never worked for them. The hcp did not know if the device was even working and the last interrogation was done in 2004. Additional information received reported that the battery was dead and the patient opted not to pursue a replacement and would continue with medical management of the lower back pain. The patient's indications for use included unsuccessful disc surgery.